Event description:
It was reported that the patient fell from the bed, however, the user could not confirm if the bed exit was set at the time of the fall. There was patient involvement, however no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
After investigation, the cause for the users allegedly not being aware of possible patient fall condition could not be determined as the users could not confirm if the bed exit alarm was set prior to the patient fall. Although it was alleged that a patient fell, it was determined that the fall was not due to any specific component malfunction (device not alleged to have malfunctioned) as the bed exit would have alarmed if set prior to the footboard allegedly losing power. The patient did not sustain any injuries. Communication/interviews.

Event description:
It was reported that the patient fell from the bed, however, the user could not confirm if the bed exit was set at the time of the fall. There was patient involvement, however no adverse consequence or clinically relevant delay in treatment was reported.